Event description:
A medtronic representative reported that, while in a c5-t2 spinal fusion procedure, the surgeon alleged being 3 millimeters lateral./inferior inaccurate. Images contained scatter from a mayfield nearby and the metal bed that the site was using. Surgeon had the radiographic technologist (rt) operating the non-medtronic c-arm tilt the c-arm 15 degrees to avoid the mayfield. The surgeon opted to continue, using the images and navigation for the surgery. Spine reference frame attached to c4. There was a delay of approximately 2 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Inaccuracy navigating with non-medtronic c-arm imaging. Navigation accuracy was off 1-2 millimeters inferior an 1-2 millimeters to the left during multiple test spins. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Navigation with the orbic was off 1-2 millimeters inferior. Re-calibrated the orbic with the stealth. Issue resolved. System performed as intended. No further issues have been reported.

Manufacturer narrative:
A software investigation was completed and determined the c-arm was needing of a re-calibration. Software functioning as designed.as previously reported, the system was re-calibrated to resolve the issue.